Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.

Event description:
It was reported that the customer experienced low blood glucose levels (47 mg/dl). Customer consumed juice to stabilize blood glucose levels.